Event description:
It was reported the patient had bilateral tmj implanted (B)(6) 2009. Patient had an infection, was on antibiotics, and ultimately had tmj explanted on (B)(6) 2010. It is not known at this time if all tmj implants were removed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. The product has been requested to be returned to the manufacture for review, but at this time has not yet been received. Once received, the MDR will be updated with the product information.

Manufacturer narrative:
The device was returned and analyzed as part of the (B)(6) study. This is late information received from the (B)(6) study (B)(4), which was reported as expected to the ps studies program, but inadvertently not recognized as 803 reportable until after the close of the study. No mode of failure was identified for this device. The clinical evidence supports that the revision surgery was the result of a biological response (infection). Serous pus, inflammation, and granulation tissue were all noted during the revision surgery. CT imaging noting fluid collection also supports infection as etiology. The confirmation during stage I analysis of a modified fossa flange supports a probable relationship between device modification and a subsequent infection. Fields were updated based on the results of the clinical study explant analysis. Lot number was reported as 844040, the correct lot number is 822040. Report one of two for the same event, reference 1032347-2013-00112-1.